Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported that image noise was noted with the endoeye flex deflectable videoscope when connected to the otv-s190. The event occurred during preparation for use, prior to a laparoscopic procedure. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and the device evaluation. Please see updates to b5, d10, h6 and h10. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found that the insertion tube was bent, the adhesive on the bending section cover was chipped, switch 1 was scratched, right/left plate was scratched, grip was scratched, universal cord was scratched, light guide connector was scratched, light guide cover glass was scratched, video connector was scratched, and there was damage to the lock engagement lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image / noisy image occurred due to a defective video connector internal board. Probable causes of the defective video connector internal board include: -since there was no repair history for the relevant part of the device for about 4 years, electronic components such were damaged due to aging deterioration due to repeated energization stress. -when the power of the video system center was turned on, a temporary overcurrent occurred due to plugging and unplugging the video connector multiple times. Alternatively, a temporary short-circuit occurred when the video connector was connected to the video system center with water adhering to the electrical contacts. -static electricity was applied to the electrical contacts of the video connector. However, a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Correction: during the device evaluation, it was observed that the device did not display an image and the noisy image due to a damaged video connector board. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event. Additional information was received from the customer which reported that the event (noisy image) occurred during preparation for use. The procedure was completed using a similar device. The device was cleaned, disinfected, and sterilized in a sterile environment.